Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a PICC catheter. The customer stated that the PICC is leaking in the secondary lumen where the two lumens meet, just after the stabilizing wing.